Event description:
It was reported that the tip of the bd venflon¿ IV catheter was found ruptured during the cannulation process. The following information was provided by the initial reporter: "during cannulation procedure, the catheter tip ruptured with venflon I 20g in xxxxx ICU. Found that the tip of catheter was ruptured."

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of ¿catheter tip damage¿ with lot number 2314729 regarding material number 391592, so retention samples were used for the investigation. The device history review of material number 391592 with lot number 2314729 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on 1 retention sample where the investigating team has visually tested the samples for catheter tip damage and no damage was found on the 1 retention sample. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the tip of the bd venflon¿ IV catheter was found ruptured during the cannulation process. The following information was provided by the initial reporter: "during cannulation procedure, the catheter tip ruptured with venflon I 20g in xxxxx ICU. Found that the tip of catheter was ruptured."